Event description:
It was reported that (9) tcr75 were used during an esophagectomy procedure. It was reported by the affiliate that the cartridges locked out. Opened another device to complete the case. There was no consequence to patient.